Event description:
It was reported that 21 bd micro-fine¿ pro pen needles was unable to delivered insulin. The following information was provided by the initial reporter: a patient brought several pen needles to the hospital, stating that the drug solution did not come out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 bd micro-fine¿ pro pen needles was unable to delivered insulin. The following information was provided by the initial reporter: a patient brought several pen needles to the hospital, stating that the drug solution did not come out.

Manufacturer narrative:
H6: investigation summary twenty one open 32g x 4 mm pen needle samples and four photos were returned from lot. No. 2060475, cat. No. 320559. Visual examination was carried out on all twenty one samples and photos and a bent non patient end of cannula was observed on thirteen samples and a broken non patient end of cannula was observed on the remaining eight samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.